Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 500 mg/dl and 491 mg/dl. The customer treated with the manual injection. The customer was had taste of copper in the mouth. Troubleshooting was done for high blood glucose and under delivery. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.